Manufacturer narrative:
This report is submitted on february 9, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the electrode array migrated out of the cochlea, resulting in a loss of benefit with the device. It is unknown if revision surgery is planned as of the date of this report.